Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). The device was returned for analysis and evaluated by manufacturer. Inspection found that there was partial separation to both the shaft and collar of the device. From the proximal end of the collar to the tip of the device the shaft was split. The split of the shaft indicated that the device was cut as the separated edges of the shaft were sharp with no sign of stretching or damage to the inner braiding of the shaft to show a possible device interaction. Inspection revealed no further damage or irregularity. There was blood in the shaft of the device.

Event description:
It was reported that a device fracture occurred. The 92% stenosed target lesion was located in moderately tortuous and calcified the left anterior descending artery (lad). A 6f guidezilla ii was selected for use. During the procedure, it was noted that the first half of the tip was broken and separated, and there was high resistance when crossing the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a device fracture occurred. The 92% stenosed target lesion was located in moderately tortuous and calcified the left anterior descending artery (lad). A 6f guidezilla ii was selected for use. During the procedure, it was noted that the first half of the tip was broken and separated, and there was high resistance when crossing the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.